Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported since 2 months prior to the report, their recharger will not connect with the implantable neurostimulator (ins) in order to recharge. They also stated that they have been without therapy for 2 months. The patient was re-directed to follow-up with their healthcare provider in order to have the status of their device checked. No further complications were reported or anticipated. The patient was implanted for post lumbar laminectomy syndrome and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on (B)(6) 2018 reporting that the patient had not charged in 2 months. The manufacturer representative was made aware of the overdischarge on the day of the report and were performed a physician mode recharge (pmr). No further complications were reported.